Event description:
It was reported that at the time of battery replacement for the external pulse generator (epg), the device suddenly turned off. Also, the atrial and ventricular pacing and sensing lamps sometimes would not turn on. It was confirmed that the device was pacing when the lamps were not illuminated. It was mentioned that the staff was unfamiliar with the use of the product. The device was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the unit was found to be functioning as expected at initial inspection. The backup pacing was tested through repeated battery removal and replacement, no anomalies were found. The reported issue could not be reproduced. The leds were tested and found to light up as expected and no damage or fractures were found on the associated patient cables. (B)(4).